Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection showed that the set was spiked into an empty admixed solution bag. The male luer of the primary set was broken off ain the bottom of the clear link y-site. Microscopic inspection showed that the male luer appears to have been twisted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set tubing broke off at the y-site and leaked during disconnection. The set was being used with a chemotherapeutic drug and normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.